Event description:
It was reported that when starting the device, there were elements missing, and the device was trying to display two languages. Water damage was indicated. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The side bail covers were also broke.